Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the during a device interrogation it was noted that the pacemaker and right ventricular (rv) lead exhibited oversensing of noise and high out of range pacing impedance measurements of greater than 2000 ohms. Loss of ventricular capture at maximum output was also observed. Review of the trend information stored in the device, found a history of out of range impedance measurements. A revision procedure was performed a few days later where the rv lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported. The cause of the high impedances, noise and loss of capture were unknown.